Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient reported to the emergency room with dizziness to near syncope, loss of capture, and elevated impedance. The lead was capped and replaced. No further patient complications were noted as a result of this event.